Event description:
Boston scientific received information that this cardiac resynchronization therapy defibrillator (crt-d) exhibited a high oor pacing lead impedance (pli) measurement and loss of capture (loc). It was also suspected that the left ventricular (lv) lead was fractured. The field representative wondered how the impedance measurements affect the longevity of the device. Ts discussed that high impedance observed for a couple of months would not greatly affect the longevity. However, new device would make best remaining longevity estimate after 30 days. The lv lead and device was explanted and replaced. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the defibrillation, right ventricular pacing, and sensing functions were tested. The device operated appropriately with no interruptions in therapy output at the returned programmed settings.

Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Manufacturer narrative:
The product was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. No other adverse events have been reported. This product issue will be updated if additional information is received.